Event description:
Patient who was on ventilator needed an MRI. Patient was switched over to mr conditional ventilator in exam room. Patient was on the table ready to be scanned when mr ventilator came off cart and lodged to machine. It was lodged below the table, so it did not come near the patient. Patient was then transferred to mr safe stretcher and brought out of the room. No harm was done to anyone in the room or the patient. FDA safety report ID # (B)(4).